Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® edta 2k that one (1) tube was damaged. During an initial review of the provided photos a molding defect, color variation of the tube body, and foreign matter were observed. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 1 samples and 10 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for tube damage and molding issue was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for tube damage and molding issue with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube damage and molding issue. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k that one (1) tube was damaged. During an initial review of the provided photos a molding defect, color variation of the tube body, and foreign matter were observed. There was no health impact or consequence reported.